Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented with positive results of a nuclear stress test and was treated with placement of three promus stents to the ramus intermedius and plain old balloon angioplasty (poba) to the obtuse marginal branch. Two weeks later, the patient returned for staged intervention. The target lesion was located in the left internal mammary artery (lima) to distal left anterior descending artery (dist lad) with 90% stenosis and was 22mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilation and placement of a 2.25x24mm promus element plus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. On an unknown date in 2013, the patient experienced some complications and was hospitalized. Subsequently, cardiac surgery was performed at a non-investigational site. In (B)(6) 2013, following heart surgery, the patient experienced complications which led to death. No additional information is available at this time.